Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual examination was performed and it was observed that the valve at the pilot balloon was damaged. The valve was pressed inward so that nothing could be connected to the valve to inflate the device. Although the complaint states that the device was found damaged prior to use, the returned sample appeared to be used as there was biological material present on the device. No other defects or anomalies were observed. Functional inspection could not be performed based upon the condition of the sample received. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide and effective tracheal seal. Other remarks: do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff damaged/prior to use" was not confirmed based upon the sample received. There appeared to be no damage to the cuff; however, the valve on the pilot balloon was damaged which prevented the device from being able to be inflated since a syringe was unable to connect to the valve. Although the reported complaint issue was not confirmed, the returned sample was still found to not work properly due to the damages found. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, it is unlikely that this type of damage was present at the time of manufacturing. Based upon the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "the user found the cuff damaged/punctured prior to patient use."

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the user found the cuff damaged/punctured prior to patient use."